Event description:
It was reported that the pacemaker-dependent patient presented in clinic with symptoms of lightheadedness and eight episodes of non-sustained lead noise. Review of the stored egm revealed potential oversensing on the ventricular channel. Programming changes were recommended. No further information is available.